Event description:
Initial report: this non-serious spontaneous case was reported by a physician to our local affiliate. This case involves a female patient who experienced nodule formation and facial swelling while on poly-l-lactic acid (sculptra) therapy. The poly-l-lactic acid was dissolved in 5ml sterile water and 2ml 2% xylocain. The first treatment was given in 2009 (no details given), and the second treatment was given the following month. In the second treatment, loose skin in the cheek on each side was treated. Approximately 1ml poly-l-lactic acid was injected at the lower marionette line on each side of the face. Six months later, the patient contacted the physician. The patient had developed facial swelling and nodules. This development occurred rapidly and the nodules were quite large. Corrective treatment consisted of massage and prednisolon. Eight days later, the patient had small multiple nodules under the zygomaticus and swelling of the right cheek close to the marionette line. The patient reported the condition improved with prednisolon. The patient will continue massage and prednisolon treatment, gradually decreasing the dose from 40mg a day to 5mg daily over 10 days. The patient used a food supplement from krill (omega-3) when the swelling and nodules appeared. The patient suspected the event was possibly related to the omega-3. Reporter's (physician) causality: not provided. A batch number is not available for the poly-l-lactic acid.